Event description:
Device name: arch koh-efficient 4.0 cm used with advincula arch handle, clip broke off during use, no patient harm occurred. Broken part retrieved, replacement opened and used. Reference number: (B)(4). Lot number: 550019225; expiration date: 12-03-2027.